Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the biomedical engineer (bme) replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the nurse found that the ventilator couldn't start up while setting it up for patient use and was swapped out for another. There was no patient involvement at the time the issue was discovered. It was during patient set up which is before patient use. Resolution and disposition are pending - investigation ongoing.